Event description:
The hospital reported that during a coronary artery bypass procedure, the om-9000s would not mount on the platform because the lever "did not become wide enough." A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed no nonconformities with the returned unit. There was no evidence of blood on the device. A functional test was conducted to determine if there were any mechanical failures. The device was securely assembled onto the retractor blade by hooking the stabilizer base onto the rail. When the mount lever was pulled back, the mount was secured in place. Based upon these findings, the reported complaint "mount did not become widely enough" could not be confirmed. (B)(4).